Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed that the distal conductor was distorted, there was blood in the helix mechanism, and there was deformation/fracture of the proximal section of the inner coil.

Event description:
It was reported during the implant procedure that the lead was attempted but not used due to fixation difficulties as the physician was unable to extend the helix during repositioning. The lead was not implanted. No patient complications have been reported as a result of this event.